Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer had a high blood glucose level of 400 mg/dl. The customer stated they felt low and may have overcorrected with juice and food. The customer was able to lower her reading to 91 mg/dl. The customer declined to speak with the 24 hour helpline. Nothing was replaced or returned for analysis.